Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. A 3.0x28mm promus premier¿ stent was selected to treat the lesion. However, when the physician was removing the system from the vessel, it was noted that the stent came off the delivery balloon. The stent was retrieved. A 3.0x24mm unspecified stent was then implanted and the procedure was completed. No further patient complications were reported and the patient's status was stable.